Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i10064, h11i03010, and h11h18093 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of touched outside rim of connector to tubing and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the consumer stated that on an unreported date, the patient touched the outside rim of the connector to the tubing which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the event of touched outside rim of connector to tubing was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.